Event description:
A consumer reported poor intermediate vision following intraocular lens (iol) implant surgery. The consumer is unwilling to provide any further information.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Consumer unwilling to provide any further information. This report was mailed to FDA on: 05/08/2009.